Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that air pulled into the arterial chamber resulting in air in the extracorporeal circuit (ecc) through the transducer protector port. The transducer protector was fully connected and screwed into the machine at the connection point. Upon follow up, it noted the event occurred during treatment within the first hour of the patient¿s treatment. There were no loose connections as the connection was hand tight. However, when checked, there is a gap when transducer is wiggled. There are pressure issues causing arterial pressure alarms and air in the lines. There was no defect or damage to the bloodline. There were no issues during priming. Fresenius dialyzer and 2008t machine were used in treatment. There were no blood loss and no patient serious injury, adverse event, or medical intervention required due to the event. The transducer was changed out, treatment resumed, and air was purged to complete the patient¿s treatment. A companion sample of the same lot is available for evaluation.